Event description:
It was reported that during burring, there was a screeching sound and it stopped spinning. The bur could not be restarted and kept clicking. Bur was switched and the new one spin so the case was able to be completed. Investigation results determined that anspach drill would not spin at all, e2 error occurred when attempted. The damage appears to be an internal drill issue, most likely mechanical.

Manufacturer narrative:
H10, h3, h6: the device, used in treatment, was returned for evaluation. It was reported that the drill screeched and stopped spinning during case. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. Functional inspection was able to confirm the reported claim. The drill was not spinning at all, consistently displaying an e2 error. A bur was inserted and it locked into place but would not spin manually or with the foot pedal. The defect appears to be an internal drill issue (most likely mechanical) and the drill was sent to the OEM for evaluation. The root cause after investigation was established to be supplier / raw material fault.